Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. Patient's blood glucose readings were 50 mg/dl and 28 mg/dl on their meter versus 450 mg/dl on a clinic meter. Time difference between meter readings is unknown; and as a result a valid comparison between the meters cannot be established. Patient reported feeling lightheaded and a tingling sensation in their arms, legs, and feet. It is unknown whether these symptoms are related to the use of the meter. No further information has been reported.